Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received two appropriate treatments that resulted in post-shock asystole.   The device was started up at 09:11:06 on (B)(6) 2022. At 17:24:07, an arrhythmia was detected. ECG shows vf with varying rates/amplitudes, pacer spikes and motion artifact. At 17:24:46, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf with varying rates/amplitudes, pacer spikes and motion artifact. The post shock rhythm was asystole with pacer spikes and intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 17:27:05, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf with varying rates/amplitudes, pacer spikes and motion artifact. The post shock rhythm was asystole with pacer spikes and intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 20:43:51 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.